Event description:
Related manufacturer reference number: 2017865-2024-00740. It was noted that both the right atrial (ra) and right ventricular (rv) leads had fractured. Device interrogation noted over-sensing of noise on the ra lead causing muscle stimulation. The rv lead was functioning normally. During the revision, insulation breaks were observed on both the ra and rv leads. The leads were explanted and replaced. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of lead fracture was not confirmed, while insulation damage was confirmed. As received, a complete lead was returned in two pieces with the helix retracted and clogged blood/tissue. Analysis found the inner coil and outer coil filars were cut/damaged, consistent with procedure damage. Visual examination found the outer insulation was damaged, consistent with procedure damage.